Manufacturer narrative:
Citation: matsuo et al. Successful double-catheter coil embolization of an iatrogenic subclavian artery to internal jugular vein fistula after minimally invasive cardiac surgery. Ann vasc surg. 2020 oct;68:571.e15-571.e20. Doi: 10.1016/j.avsg.2020.04.051. Epub 2020 may 15. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with severe mitral regurgitation who underwent a minimally invasive procedure with implantation of a medtronic cg future annuloplasty band (unique device identifier numbers not provided) while on cardiopulmonary bypass (cpb). Following the procedure, the patient developed an iatrogenic arteriovenous fistula (avf) between the subclavian artery (sca) and internal jugular vein (ijv) due to a right sca pseudoaneurysm following ijv cannulation for cpb. Approximately ten months after the index procedure, a pseudoaneurysm and fistula were successfully treated by endovascular coil embolization using a double-catheter technique. The patients post-operative course was uneventful, and his 6-month follow-up showed no evidence of recurrence. No additional adverse patient effects or product performance issues were reported.